Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial total knee arthroplasty; subsequently the patient went to see a doctor 74 days after the initial procedure due pain. At the diagnosis, bone fracture was confirmed under medial peg of the tm tibia component. A revision was performed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the returned tibial tray found signs of use (nicked or gouged). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a health care professional. Review found a periprosthetic fracture with reactive bone seen in the medial proximal tibia. Overall fit and alignment appear normal. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d11, g4, g7, h1, h2, h10.